Event description:
On operating, from the first using, the regrasping alarm occurred. Confirmed the outer metallic part and the plasticinsulation part was peeled completely. 2004--no pieces fell into the surgical cavity. The jaw did not completely disengage.